Manufacturer narrative:
Exact date unknown, event has been going on for six months.

Event description:
It was reported that the patient was charging the ipg for an extended period daily. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.